Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, when the monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm3) was activated/energized, energy was also delivered to the fenestrated bipolar forceps instrument on usm1. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.